Manufacturer narrative:
The device generated an 0x14 alarm, indicating that the pod was occluded. Timeouts were observed in the data. During the fluid path test, the fluid could exit the distal tip of the soft cannula without any blockages. Although an occlusion alarm was generated, the cause of the alarm could not be determined. The exposed portion of the soft cannula was found to be bent. The bend did not prevent fluid from flowing through the complete fluid path as intended. It could not be determined if the soft cannula damage contributed to the hazard alarm and timeouts, as the timing and cause of the soft cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s father that the patient¿s blood glucose levels increased above 400 mg/dl after approximately 4 hours of pod wear on the arm. Subsequently, the father noted the occurrence of an occlusion alarm during attempted bolus delivery. A new pod was applied, and the patient successfully resumed therapy. The device was returned for investigation, and a bent cannula was identified.